Manufacturer narrative:
The bd bbl sub/venting units for culture bottles provide an open pathway for gas exchange as well as an easy method of subculturing. The product contains a blunt needle on one side and a beveled needle on the other end. The beveled edge pierces a septum cap while the blunt end is used to vent or subculture the culture bottle. The laboratory tech was utilizing unsafe practice in removing the sub/venting units from the blood culture vials. This incident resulted in the technician receiving a tetanus shot. No product malfunction of the device was reported by the customer. No further investigation can be conducted since the lot number is unk. This issue will continue to be monitored for trends.

Event description:
A technician was removing sub/venting units from blood culture bottles. Someone called the technician's name and as the technician turned around, the tech stuck themself in the thumb with 2 vents. The vents were from 2 different pts as the tech was removing more that 1 vent at a time. Tech removed gloves and washed hands. Tech was then seen in the ER and received a tetanus shot. Tech and pts are currently being tested for blood borne pathogens. Customer was unable to provide a lot number for the sub/venting units involved.